Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, b5, g3, g6, h2, h3, h6 and h11. Section b5: additional event information was received on 09-apr-2026 indicating that there was no allegation of patient injury due to an alleged product issue. The device was returned to j&j medtech for further evaluation. A non-sterile emboguard balloon guide catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and two compresses were found at the distal end of the catheter; the first at 0.7 cm, and the second at 4.0 cm. No additional damages were noted, the hub and strain relief were intact. Inspection of the hub under magnification showed no signs of damage nor deformation to the hub, with a uniform distribution of glue in the hub bonds with no visible voids or defects, and no visible damage or surface defects on the main lumen port. Inspection of the balloon region under magnification showed that the balloon bonds were intact with no signs of damage or deformation. The marker band was intact with no signs of damage and was fully covered by the shaft jacket. No signs of sharp edged on the tip were noted. A tear was noted in the balloon region with evidence of shrinkage. A dimensional test was performed and no restriction was observed, as a ball gauge advanced through the returned device without resistance. A device history record (DHR) was performed, and no internal actions were identified. The initial examination of the returned emboguard catheter showed no evidence of damage on the returned device. Microscopic inspection of the balloon region identified a tear in the balloon material; the balloon was unable to be inflated due to the tear. The compresses found on the distal end of the catheter were not originally reported nor seen during the photo investigation; therefore, these are not considered related to the issue reported. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device. A possible cause of the rupture is the balloon being overinflated. While the balloon rupture complaint event can be confirmed the root cause can not be established from the information provided. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure is multifactorial. Instructions for use warns the following: to avoid balloon damage, minimize catheter movement during balloon inflation & while inflated. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h11. Section b5: additional event information received on 27-apr-2026 indicated that the test for the balloon integrity was carried out without checking the instructions for use (IFU). The volume of contrast medium injected was less than 0.4 ml. The product was removed intact (in one piece) from the patient. The vessel diameter was unknown. The balloon was inflated in the cervical portion of the internal carotid artery. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Pre-shipment photos accompanied the complaint file. Said photos indicated that one bg8795u was returned without its packaging. Magnified observations were performed using a microscope, and no abnormalities were observed in the appearance of the distal end. The distal balloon bond and marker band appear intact and there were no signs of sharp edged at the tip a transparent substance was found adhering to the balloon and to the distal side. Evidence of balloon shrinkage was noted. A hole was found in the winkled area (balloon wall). A device history record (DHR) was performed, and no internal actions were identified. The balloon rupture is confirmed, while the resistance reported cannot be evaluated since a functional test for such failure mode is needed. This investigation was performed based only on the photos provided. An assessment will be performed as per the conditions of the returned device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that this was a mechanical thrombectomy of the internal carotid artery performed to treat an acute ischemic stroke. After device preparation, the procedure was initiated. During insertion of the emboguard balloon guide catheter (product code: bg8795u, lot number: 10011658) into an 8 fr sheath, resistance was encountered. The resistance was possibly related to a slight bend observed in the sheath. The emboguard was subsequently advanced to a position a few centimeters distal to the origin of the internal carotid artery, and the balloon was inflated. Upon inflation, contrast medium failed to remain within the balloon and instead flowed distally. Based on this observation, the physician assessed that balloon rupture had occurred. The emboguard was removed and replaced with an optimo balloon guide catheter, after which the procedure was continued and successfully completed. No procedural complications or adverse patient outcomes were reported. No negative impact or injury reported. It is unknown if there was continuous flush during the procedure. Other concomitant device was phenom microcatheter. Additional information received on 31-mar-2026 indicated that no rupture fragments of the emboguard have been identified at this time.